Manufacturer narrative:
Medwatch sent to FDA on 05/11/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lump, swelling, acne-related symptoms, and becoming "run down/ill with a cold or flu" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of lump, swelling, acne-related symptoms, and becoming run down/ill with a cold or flu as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported prior to injection patient was pretreated with ametop 4% and then injected to the "lower face" with juvederm voluma with lidocaine. Two weeks later patient was injected to the mouth corner with juvederm volift with lidocaine. Three weeks later patient developed a lump and swelling in the lower face and was reviewed by the injecting nurse who presumed the symptoms to be "acne related" because the patient suffers from acne. Patient was treated with antihistamines, paracetamol, brufen, and dermalux. Symptoms resolved in 2-3 days. Patient's symptoms developed only after becoming run down/ill with "a cold or flu."